Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tni) results on two separate pt samples that were generated by the unicel dxl 800 access instrument. Pt a: a pt sample was tested for accu tni and a result of 3.66ng/ml was obtained. The original sample was retested for accu tni twice and the results were: 0.01ng/ml and 0.02ng/ml. Pt b: the initial accu tni result was 0.68ng/ml and 0.08ng/ml upon repeat. Based on available info, pt a had a catheterization procedure performed. The pt was released and no death or injury was reported in connection with this event.

Manufacturer narrative:
Investigation summary: qc was in specification at the time of the event. The samples were centrifuged at 3,500 rpm for 10 mins. Initially, the specimens were sampled from the original tubes. For repeats, the customer pipetted aliquot and re-centrifuged. The customer indicated that they are working on improvements of sample handling. A field service engineer (fse) was dispatched to the customer's lab in 08/2006. The fse inspected the instrument and found no apparent issues. The fse replaced a duckbill and checked sample pipettor alignments. The fse performed a field testing which passed. The fse conducted precision run of low level accu tni and obtained acceptable results. The fse verified instrument's performance per established procedures; results meet published performance specifications. Although pre-analytical factors may have contributed to this event, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.